Manufacturer narrative:
This report contains corrections to field d6b: explant date from section d suspect medical device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t wave oversensing. This s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported. This product is not expected for return.

Manufacturer narrative:
Please disregard this report as it was identified that this report is a duplicate to report 2124215-2026-15185. This report contains corrections to field d6b: explant date from section d suspect medical device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t wave oversensing. This s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported. This product is not expected for return.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t wave oversensing. This s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported. This product is not expected for return.